Event description:
It was reported that the patient said no urine is going into the cannister. It is unclear if troubleshooting was performed or lot number requested. No medical intervention or patient impact reported. No additional information provided. (Used with female wicks). Per customer via email on 10june2026, it was reported the unit is a pw300case. Occasionally, the suction runs continuously. It's the male model, and the bag has no fluid it in, but may be moist. We checked all the connections, and restart the unit, but that doesn't stop the suctioning. It does resolve itself after a while. Any suggestions on what else to checked would be appreciated.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. A DHR could not be performed since no lot number was provided. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.